Event description:
A spinning spiros, a controlled system transfer device manufactured by ICU medical placed on the end of tubing and syringes for needless transfer to patient IV site, leaked fluorouracil upon attempted attachment to patient. FDA safety report ID# (B)(4).